Event description:
Description according to short form complaint filed: it is alleged that "a cook celect filter was implanted at the (B)(6)." Pt outcome: it is alleged that "pt was injured without further explanation. Hosp and medical records have been requested but not yet provided.

Manufacturer narrative:
This event has also been submitted to FDA under manufacturer report # 3002808486-2013-00010. All future medwatch reports concerning this event will be referred to manufacturer report # 3002808486-2013-00010 and manufacturer report # 3002808486-2015-00057 will be closed/cancelled. (B)(4). Catalog#: igtcfs-65-fem-celect-perm. This event will be referred to manufacturer report # 3002808486-2013-00010. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "a cook celect filter was implanted at (B)(6) hospital." New additional information was provided: alleged migration, tilt, fracture, pericarditis. Filter was placed on (B)(6) 2008 using a pigtail catheter and placed in the right iliac vein/inferior vena cava junction and inferior venacavography was performed. The filter was placed due to a surfing accident with risks of bleeding. Unsuccessful vascular retrieval attempt on (B)(6) 2008 at (B)(6) hospital due to recommendation of removal. Unsuccessful vascular retrieval attempt on (B)(6) 2013 at (B)(6) medical center due to fragmented tines in various locations including right atrium, worsening chest pressure chest pain and shortness of breath. Doctors tried to remove the strut from the heart but the procedure failed. The filter was severely tilted and primary strut penetration noted. Successful retrieval on (B)(4) 2013 at (B)(6) hospital - main portion of the filter was removed but the fractured pieces are still in pt. Patient outcome: it is alleged that "[pt] suffered punitive damages." New additional information was provided: it is alleged that pt can't get an MRI ever again. Distress and anxiety. Fractured pieces are still in pt.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-fem-celect-perm. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "a cook celect filter was implanted at the (B)(6) hospital, (B)(6)". New additional information was provided: alleged migration, tilt, fracture, pericarditis. Filter was placed on (B)(6) 2008 using a pigtail catheter and placed in the right iliac vein/inferior vena cava junction and inferior venacavography was performed. The filter was placed due to a surfing accident with risks of bleeding. Unsuccessful vascular retrieval attempt (B)(6) 2008 at (B)(6) hospital due recommendation of removal. Unsuccessful vascular retrieval attempt (B)(6) 2013 at (B)(6) medical center due to fragmented tines in various locations including right atrium, worsening chest pressure chest pain and shortness of breath. Doctors tried to remove the strut from the heart but the procedure failed. The filter was severely tilted and primary strut penetration noted. Successful retrieval on (B)(6) 2013 at (B)(6) hospital - main portion of the filter was removed but the fractured pieces are still in pt. Patient outcome: it is alleged that "[pt] suffered punitive damages" new additional information was provided: it is alleged that pt can't get an MRI ever again. Distress and anxiety. Fractured pieces are still in pt.

Manufacturer narrative:
(B)(4). Event date: unk. Catalog# - unk but referred to as a cook celect filter; exp date - unk as lot # is unk. PMA 510(k): since catalog # is unk the 510 (k) could be either k073374 or k061815. Mfg date: unk as lot # is unk. Investigation is still in progress.